Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked a lot soon. The device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve or outer seal. Was a device inserted in the trocar during the leaking? ---yes. If so, what device? ---a 5mm forceps. Was any torque being applied to the trocar or device? ---no.